Event description:
In 2007, the lay patient contacted lifescan (lfs) alleging that her one touch ultra meter read inaccurately high. The complaint was classified based on the customer care advocate's (cca) documentation since the medical affairs specialist (mas) was unable to contact the patient to obtain additional information. The patient said that approximately 8 weeks ago the patient obtained a result of 104 mg/dl on the reported meter and a result of 39 mg/dl was obtained on an emt's meter within 10 minutes. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <=30 mg/dl. The cca noted that the patient was unable/unwilling to answer whether she experienced symptoms before, during, or after the reported issue. The patient took glucose and received treatment with a glucagon injection. No information was provided regarding the patient's diabetes treatment regimen, actions, or meter readings prior to the time of concern. The cca noted that the patient followed correct testing technique. The test strips were not expired, had not been open longer than the discard date, and were stored correctly. A control solution test was not performed because the control solution was expired. The meter, test strips, and control solution were replaced. The complaint is reported because the patient alleges that an inaccurately high, normal range blood glucose reading was obtained on the lfs product compared to a hypoglycemic reading on an ems meter. The patient claims she was treated with glucose and a glucagon injection.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned. Lifescan will evaluate it/them and, if either the meter or strips do not pass inspection. Lifescan will inform FDA of the results in a supplemental report.